Event description:
It was reported that the pt experienced pain at the extension location. The pt had reprogramming performed last week and impedance measurements at the time indicated electrodes 2, 4, 5, and 8 were >10,000 ohms. None of these electrodes were used in programming the pt. The pt had no falls or trauma associated with this event. Add'l info was requested.

Manufacturer narrative:
(B)(4).